Event description:
Fiber tip defective: light heated metal tube approx .5 to 1 cm from tip (this was being used during an arthroscopy). As a result, the pt's condition surface was burned superficially.